Event description:
It was reported that three pcu front cases with keypad needed to be replaced as light indicators and power buttons were not working. The device was unable to be turned on therefore keypad test could not be performed to identify other keys were working or not. There was no patient involvement.

Manufacturer narrative:
The customer reported that three pcu front cases with keypad needed to be replaced as light indicators and power buttons were not working was confirmed. The returned keypad had various keys that were not functioning as intended. During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, 3 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer. Functional testing: the ac indicator light did not illuminate on all 3 keypads after plugging in the power cord and the system on key on the keypad was not functioning as intended. The proximate cause of the customer¿s report of keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module 15485207 service history record showed the device had a manufacture date of 02/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu module 15484696 service history record showed the device had a manufacture date of 02/11/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu module 15484513 service history record showed the device had a manufacture date of 02/11/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/23/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device h3 : only the keypads were returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that three pcu front cases with keypad needed to be replaced as light indicators and power buttons were not working. The device was unable to be turned on therefore keypad test could not be performed to identify other keys were working or not. There was no patient involvement.